Event description:
It was reported that during a laparoscopic splenectomy procedure, the device was closed down onto a vascular structure. The device began to fire then stopped. The reverse switch was attempted and did not reverse. The device was finally opened by using the manual crank. Another device was used to complete the procedure. No adverse consequences reported. On what tissue type was the device used? At what location on the tissue? Vascular structure.was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown.on which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unknown. What color cartridge was being used? Unknown.what other color cartridges were used before and after this event? Unknownwas buttressing material utilized? Unknown.was the instrument fired across or near an existing staple line or clip? Unknownwere any unexpected noises heard? Unknown.were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown.after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown.was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.